Event description:
Customer states the bed is not working properly, the head and foot will no longer rise. Customer alleges no injuries.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 5410ivc, serial number/date (B)(4) is approximately 7 years old. The owner's manual part number 1114836, rev.f(aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. In speaking with the reporter, it was learned that they have had this device since 2005. They are currently in process of obtaining a new bed. The maintenance history of the device is unknown. The malfunction has not been confirmed.